Manufacturer narrative:
(B)(4). Fisher & paykel healthcare (f&p) has received the complaint device for evaluation and currently is in the process of completing our investigation. We will provide a follow-up report upon completion of our investigation.

Event description:
A healthcare facility in texas has reported that the rd900aeu neopuff infant resuscitator has failed the manometer performance test during preventive maintenance. It was further reported that the manometer needle does not move easily. There was no reported patient involvement.

Manufacturer narrative:
(B)(4). Corrections: section d2b: product code - updated to "fmt." Section g4: PMA/510(k) number - updated to k971695. Section h8: usage of device - updated to "initial use of device." Method: the manometer of the complaint rd900aeu neopuff infant resuscitator was received at fisher & paykel healthcare (f&p) new zealand, where it was visually inspected, and performance tested. Results: visual inspection confirmed no damage to the subject manometer. Performance testing was carried out and revealed that the subject manometer failed functional tests. It was further observed that the needle movement was slow, confirming the reported fault. The subject manometer was further disassembled to inspect the internal components. The gear mechanism was confirmed to be functioning as intended, however it was observed that the bellow was faulty. Further inspection of the internal components revealed that the restrictor screw was occluded. Conclusion: based on the information provided by the healthcare facility, and our knowledge of the product, the slow movement of the manometer needle is due to the occluded restrictive screw. The neopuff is a portable, reusable device used to assist in the delivery of respiratory breaths to infants until adequate spontaneous breathing occurs. Each neopuff unit is assembled and 100% tested in the production line to verify that each unit conforms to critical product specifications. Any unit that fails is rejected. The subject neopuff would have met the requirements at the time of production.

Event description:
A healthcare facility in texas has reported that the rd900aeu neopuff infant resuscitator has failed the manometer performance testing during installation. It was further reported that the manometer needle does not move easily. There was no reported patient involvement.